Event description:
It was reported the patient expired. No cause of death was reported, although the death did not appear related to the device. Additional information received from the hcp indicated the patient died at a different hospital and the hcp did not have the medical records. A follow-up report will be submitted if additional information becomes available.